Manufacturer narrative:
The customer replaced the a1c-d reagent which resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas c513 analyzer serial number was (B)(6). The reagent lot number was 71505501 with an expiration date of 31-aug-2024. The customer suspected the users were not following the a1c-d reagent handling instructions. The investigation is ongoing.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas c513 analyzer. The samples were repeated on another cobas c513 analyzer. Sample (B)(6) initial result was 5.9% and the repeat result was 6.6%. Sample (B)(6) initial result was 5.7% and the repeat result was 6.4%. The repeat results were believed correct.